Event description:
Hcp reports an outcomes registry pt who underwent device explantation, after 12 months implant duration, due to infection. The infection was in the area of the device pocket. There is no plan for reimplantation. The pt was discharged from the practice after the explant occurred. No additional information on pt symptoms or outcome were available at the time of this report. A follow up report will be sent if additional info is received.